Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The patient reported the skin irritation was to his sternum and the size of a golf ball. The patient states the skin irritation was related to a steroid injection he received. The patient's doctor recommended he remove the vest. There is no alleged device malfunction associated with the skin irritation. The patient opted to end use of the lifevest.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Upon further review, it was identified that this MDR was sent in error. The patient reported that his skin was raw near his sternum. The patient confirmed that the irritation was not due to the lifevest, but was instead caused by a recent steroid injection. The patient indicated that he had not recently been wearing the lifevest at all. The patient's physician advised the patient that he could keep the lifevest off (at that point the patient had already removed the lifevest himself), but did not advise the patient to remove the lifevest. The patient discontinued use of the lifevest. There is no indication at this time that the lifevest caused or contributed to the reported irritation, as the patient confirmed that it was not due to the lifevest and that he had previously removed the lifevest and was not currently wearing the device. A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The patient reported the skin irritation was to his sternum and the size of a golf ball. The patient states the skin irritation was related to a steroid injection he received. The patient's doctor recommended he remove the vest. There is no alleged device malfunction associated with the skin irritation. The patient opted to end use of the lifevest.